Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).

Event description:
A customer reported the system powered off on its own during use. The battery has since been changed. Pt impact is unk at this time. Multiple attempts have been made to retrieve additional information but none has been rec'd to date.